Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 1(indicating the sensor was never activated by the customer). Sensor state 1 with no insertion failures (event log 5) is an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. At this time the libre reader has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "scan timeout" error message and the customer was unable to obtain glucose readings. As a result, the customer was nervous about not having readings and was given glucose orally by a non-healthcare professional (non-hcp). Subsequently, the customer experienced dizziness and fell. Although the customer was able to stand, the customer consulted with an hcp where blood glucoses reading was at 400 mg/dl, however, no further specific medical treatment was rendered to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "scan timeout" error message and the customer was unable to obtain glucose readings. As a result, the customer was nervous about not having readings and was given glucose orally by a non-healthcare professional (non-hcp). Subsequently, the customer experienced dizziness and fell. Although the customer was able to stand, the customer consulted with an hcp where blood glucoses reading was at 400 mg/dl, however, no further specific medical treatment was rendered to the customer. There was no report of death or permanent impairment associated with this event.